Event description:
Customer called lfs in 2002, alleging that their meter was reading inaccurately erratic. Ccr documented that two weeks prior she had obtained a blood glucose result of "158 mg/dl". The customer's friend's had called the paramedics. The paramedics had tested the customer's blood glucose at "31 mg/dl" and was treated with pineapple juice. Lfs spoke with customer and the following info was provided: at 2:00 pm they tested their blood glucose at "154 mg/dl" before going down to the lounge for coffee. At 2:30 pm the customer's friends started to notice that they were not looking well. To customer's amazament they had called the paramedics. The customer did not report any symptoms at the time of the incident. The paramedics had tested their blood glucose at "31 mg/dl" at approx 2:30 pm. Emt treated customer with pineapple juice and left after they had a blood glucose of "70 mg/dl" on their meter. Customer was not taken to the hosp. Customer confirmed that their meter is always within range for the check strip and control solution and meter is cleaned properly. User error may have been a factor in this incident, since quality control tests were within range. It is unknown if the test strips used for the control solution test were the same strips used when the customer obtained "154 mg/dl". Ccr replaced their meter and lancing device. No further info was provided.